Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was clogged at air/water nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown if the reprocessing was implemented in line with the instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a leak. There was no report of patient harm. The device was returned, evaluated, and there was a foreign object inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to damage on the upward/downward knob. In addition to the foreign object inside the nozzle, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the bending tube was deformed; the adhesive on the bending section cover was chipped; the upward/downward knob was corroded; the connecting tube, the plug unit, the grip, the suction connector, the control unit, and the objective lens were discolored; the forceps channel port was shaved; there was a lack of image on the monitor due to dirt on the objective lens; and a flare occurred due to a scratch on the objective lens. Lastly, there were scratches on the following parts: the bending section cover, the forceps elevator knob, the forceps elevator lever, the upward/downward knob, the plastic distal end cover, the connecting tube, the scope connector cover unit, the right/left knob, the suction connector, the universal cord, the grip, the control unit, and the switch box. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. It is unknown if there was any delay in the start of the precleaning or if there were any abnormalities in the accessories used for reprocessing. It is also unknown if customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. Lastly, it is unknown if the customer flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.